Manufacturer narrative:
No device malfunctions or other noteworthy events occurred during the case. In response to reports of acute kidney injury associated with histotripsy, histosonics has incorporated the following warning into its labeling: "as reported in other liver directed therapies, multiple or large-volume liver treatments have been associated with acute kidney injury (aki). When planning extensive or multiple treatments, evaluate and monitor the patient for signs of aki."

Event description:
On (B)(6) 2025, a 76-year-old female patient with neuroendocrine liver metastases received histotripsy treatment to multiple tumors in liver segments 6 & 7 for a total planned treatment volume (ptv) of 83.4 cc. The procedure was reported as technically uncomplicated at the time of treatment. The patient was discharged the same day after the procedure. On (B)(6), the patient presented to the emergency department with fatigue, headache, and markedly decreased urine output progressing to anuria and developed acute oliguric renal failure requiring hospital admission and temporary hemodialysis. CT imaging showed delayed contrast excretion into the bilateral renal collecting systems without hydronephrosis or obstruction, consistent with intrinsic renal dysfunction rather than post-renal obstruction. Nephrology assessed the acute kidney injury as multifactorial, attributed to: volume depletion and dehydration, IV contrast nephrotoxicity from post-procedure CT imaging, and possible tumor lysis from histotripsy-induced tumor breakdown causing intrarenal debris and tubular injury. Despite aggressive IV hydration and diuretics, renal function failed to improve, and the patient required placement of a tunneled dialysis catheter and initiation of hemodialysis on (B)(6). The patient had gradual improvement and was discharged home on (B)(6) with plans for outpatient nephrology follow-up and continued dialysis as needed.